Event description:
During a revision surgery for an rt-plus modular knee with hyperextension, the surgeon found that the tibia component was loose (and explanted it). Add'l details are not available at this time.